Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years and 1 month following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with shortness of breath. An acute systolic heart failure exacerbation was reported. The patient was admitted to the intensive care unit (ICU) for heart failure and ¿multiple other issues¿. Bilevel positive airway pressure (bipap) was initiated. Pulmonary edema and bilateral pleural effusions were identified on a chest x-ray. This required two thoracentesis procedures and medication administration. Seven days later, a transesophageal echocardiogram (tee) identified moderate to severe unspecified regurgitation. Despite medical management, acute hypoxic respiratory failure occurred. Approximately sixteen days following hospital admission, the patient died. The specific cause of death was not reported but the type of death was reported as cardiovascular. The physician reported this was unrelated to the valve itself.

Manufacturer narrative:
Updated data: b5. Second paragraph added. H3. Device remains in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that approximately seven years, one month following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department (ed) with shortness of breath. An acute systolic heart failure exacerbation was reported. The patient was admitted to the intensive care unit for heart failure and ¿multiple other issues¿. Bilevel positive airway pressure was initiated. Pulmonary edema and bilateral pleural effusions were identified on a chest x-ray. This required two thoracentesis procedures and medication administration. Seven days later, a transesophageal echocardiogram identified moderate-severe unspecified regurgitation. Despite medical management, acute hypoxic respiratory failure occurred. Approximately sixteen days following hospital admission, the patient died. The specific cause of death was not reported but the type of death was reported as cardiovascular. The physician reported this was unrelated to the valve itself. Additional information was received that on the day of presentation to the ed, a non-st segment elevation myocardial infarction was noted secondary to demand ischemia, acute kidney injury noted as likely secondary to low flow state and hypotension with diuretic use. One day following presentation, atrial fibrillation with rapid ventricular response was noted. Seven days later it was noted no treatment was provided to address the moderate-severe unspecified regurgitation; the patient was only monitored. Nine days following presentation to the ed, the patient was diagnosed with pneumonia. None of these issues were reported to be related to the medtronic valve. The cause of death was acute hypoxic respiratory failure. Per the physician, the moderate-severe regurgitation did not contribute to the patient's congestive heart failure, acute respiratory arrest, and subsequent death. No autopsy was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that approximately 7 years and 1 month following the valve implant a transthoracic echocardiogram (tte) was performed and mild aortic regurgitation (ar) was identified. The specific type was not indicated. Six days later a limited tte was performed which indicated moderate-severe ar. Again, the specific type of regurgitation was not indicated. As reported, with the cardiac abnormalities occurring including the non-st segment elevation myocardial infarct (stemi) and atrial fibrillation it was unclear the reliability of the change in the ar from mild to moderate-severe.

Manufacturer narrative:
Updated data: h6 - eval code method, eval code result and eval code conclusion product analysis: a device history review (DHR) and frame record review were performed on the device and all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and device met specifications. No ncmr or deviations referenced on the DHR were identified. No rework was done to this batch. DHR review did not show any deviations in the manufacturing process. No images were reported and the valve remains implanted so no product analysis could be performed. Conclusion: upon review of the information provided to the medical safety team, this event was assessed as unlikely device related. The patient's death was reportedly unrelated to the valve. The congestive heart failure (chf), acute respiratory arrest, and subsequent death were reportedly unrelated to the moderate-severe regurgitation. Regurgitation could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available a conclusive root cause could not be determined. Heart failure is listed in the device instructions for use (IFU) under potential adverse events, and can be related to several factors (procedure, patient comorbidities). A conclusive relationship between the reported congestive heart failure and the device or procedure could not be determined with the information available. The regurgitation was reported to not have contributed to the patient's congestive heart failure. Effusion is a known effect that could occur after cardiac procedures due to procedural complications. In this case, with the information available, a conclusive root cause could not be determined. The cause of death was reported to be acute hypoxic respiratory failure. There was no information to suggest that the valve or its function contributed to the patient¿s death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information available, a conclusive relationship between the device and the death could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.